Event description:
It was reported that customer's insulin pump stopped working. Customer was trying to bolus when the screen went blank. Changing the battery did not resolve the issue. Customer's blood glucose was 16.6 mmol/l. The device has been bumped a few times. Customer uses energizer batteries. The battery compartment and contacts are not damaged or corroded. Inserting a fresh battery did not resolve the issue. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.